Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010, that the device was unresponsive to telemetry attempts by physician programmer, pt programmer, and recharger. Pt had stimulation just a few days prior and then realized stimulation was not working in middle of night. She tried charging the day before and today, but unable to. Pt kept getting reposition and try again message from recharger and no telemetry from pt programmer. A power on reset (por) condition was reported. Por appeared on recharger when company rep tried to start normal charge session. A physician mode recharge was done in the office and then started normal charge. After about 1/2 hour, voltage was at 50%. Used the physician programmer to clear por and check impedances. All impedances were within normal range. Turned stimulator back on and the pt reported therapy was good. Two days later the pt reported charging more than expected. Since having the por occur, pt indicated that the device had been discharging very rapidly, even with stimulation off. Additional info has been requested, but was not available as of the date of this report.